Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump delivered two different boluses to the customer which led to the customer receiving a low blood glucose (bg) level of 51 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Reportedly, the customer went to program a bolus for dinner but was unable to due to blood glucose (bg) level and having insulin on board (iob). Review of the pump bolus history showed that two bolus requests had been programmed and delivered. Review of the pump data logs by tandem technical support show that a 3.69 unit bolus was programmed and delivered at 4:07 p.m. Which then caused the pump to decline the correction at 5:03 p.m. Then, the user programmed and delivered a 3 unit override at 5:05 p.m, and another 3 unit override bolus finished delivering at 6:02 p.m. On both occasions the pump screen was successfully unlocked prior to the bolus requested and then locked when the bolus was about to be delivered. The contact understood the information provided and will ensure that the customer is always locking the pump.